Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be implant loosening. Part numbers, lot numbers, manufacturing dates (if available), expiration dates and UDI numbers: ifuse implant, p/n 7035-100, lot# i0784, manufactured 08/06/13, expires 2018-08, (B)(4); ifuse implant, p/n 7050-100, lot# i0787, manufactured 08/08/13, expires 2018-08, (B)(4); ifuse implant, p/n 7055-100, lot# 8078003696006, manufactured 08/02/12, expires 2015-08, (B)(4).

Event description:
In (B)(6) 2014, the patient underwent left side si joint arthrodesis where three implants were placed. The surgeon later determined that the implants were solid in the sacrum but loose in the ilium. In (B)(6) 2016, the surgeon removed all three implants. The patient is doing better following the revision procedure.